Event description:
It was reported the middle section of the coil broke during procedure. There was no reported clinical consequence to the patient. No other information was reported.

Event description:
It was reported the middle section of the coil broke during procedure. There was no reported clinical consequence to the patient. No other information was reported.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the delivery wire was kinked 85cm from the proximal end and bent at 16 and 24 cm from the proximal end. The proximal contact was not attached to the delivery wire nor was it returned and the introducer sheath was stretched. No other anomalies were observed. Based on the investigation it was determined that handling of the device was the most likely cause of the damages noted to the device. Therefore this complaint no longer meets the requirements of a reportable event in that the proximal contact, not the coil itself was found missing. The broken proximal contact observed during analysis is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire that works in conjunction with the inzone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure. Based on careful review of the device findings, it is highly unlikely that the broken contact observed may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable.